Event description:
The facility's assistant director reported an infusion pump with an 810:11 failure code. The assistant director stated that there have been no report of any patient incident involving this pump since the last baxter service event. Information was requested by baxter whether or not the incident occurred during patient use or during biomed testing, but no additional information was available.